Event description:
Additional information was received on (B)(6) 2012 when the serial cable was returned for product analysis. Product analysis is still underway and has not yet been completed.

Event description:
On (B)(6) 2012 it was reported that the plastic around the plug of the consultant's handheld serial cable broke a couple of weeks ago, exact date unknown but likely (B)(6) 2012. The serial cable was reported to be working fine but it had to be held in a certain way for it to work. It was reported that the serial cable would be returned for product analysis however it has not been received by the manufacturer to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received on (B)(6) 2012 when product analysis was completed on the serial cable. Product analysis confirmed mechanical damage to connector housing of data cable, resulting in difficulty with insertion into a handheld; cause unknown. A visual analysis of the cable was able to verify that the hood was damaged. Because the hood was damaged, the connector in the hood assembly was loose and difficult to fully insert into the handheld. No further anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge.

Manufacturer narrative:
.